Event description:
Customer reported that the alarm only sounds when in the tone mode. When the alarm is tested in voice and tone there is no alarm sound. The date when the issue was discovered is unk. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the voice message does not play, instead there is a clicking noise. The tone feature sounds as it should. The unit hold/suspend button and battery door are missing. The warning label is torn. (B)(4).